Manufacturer narrative:
Additional information: update to h6 codes for unknown death and device not returning.

Event description:
Related manufacturer reference number: 2017865-2021-40440 new information notes there is no known allegation from a health care professional that suggests the death was device related. The pacemaker and right ventricular lead will not return. No additional information was available.

Manufacturer narrative:
The lead was returned due to patient death. A complete lead was returned in one piece. Electrical and visual testing found no anomalies expect those consistent with procedural damage.

Event description:
Related manufacturer reference number: 2017865-2021-40440. It was reported that the presented in clinic for implant procedure. The pacemaker and right ventricular (rv) lead were implanted. During final suturing patient experienced ventricular fibrillation and passed away.